Event description:
Pt had screws put in back several yrs ago. She reinjured her back. Physician said she had cervical disk disease and arthritic tendonitis. She cancelled surgery to correct this problem. Second opinion physician stated her problem was caused by the bones in her neck rubbing wrong. She went bak to original surgeon who referred her to county mental health clinic. Physician said surgery will be rescheduled when counseling is finished. Pt says she is in great pain and she needs surgery, not phsychological counseling.